Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead tip damaged. During the procedure, this lv lead was repeatedly implanted and measured, the soft white part at the tip of the lead was detached. This lv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the operator of device field (d5) in section d, device manufactures only. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned severed approximately 952 mm from the terminal end. Only the proximal segment was returned. Allegation was confirmed as visual inspection noted a section of the over molded silicone tip and drug collar were missing. In addition, the over molded silicone was present in the slot of the electrode ring with tears and tool market present. Induced damaged implant.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead tip damaged. During the procedure, this lv lead was repeatedly implanted and measured, the soft white part at the tip of the lead was detached. This lv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.